Manufacturer narrative:
Three good faith efforts were made to obtain additional information from the customer; however, no response received. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head image was defective. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the approved final investigation, and provide corrections to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state as described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2 ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed." Reference page 37 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 37 as per IFU. Olympus will continue to monitor field performance for this device

Event description:
It was reported, the camera head image was defective. The issue occurred during an unknown procedure. There were no reports of patient harm.